Manufacturer narrative:
The company service representative examined the system and was able to confirm but not replicate the reported events. The company service representative found system message (sm) - [abnormal system shutdown] displayed in the event log. As a preventative measure, the central processing unit (cpu) host and the 12v battery were replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. No problem was found with the system, the root cause of the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during a surgical procedure the system switched off during use. The system could not be turned back on. Additional information has been requested but not received.